Event description:
The following information was posted on via social media: we recently reviewed a case of polyethylene liner dissociation (pld) in a depuy pinnacle acetabular component, presenting as sudden-onset hip pain and functional decline. This prompted a deeper investigation into our local data. Our retrieval analysis through our statewide retrieval centre has identified a notably higher incidence of liner dissociation in the pinnacle system - 13.1%, compared to 0.2-2% in other commonly used systems. Our findings suggest pld is a multifactorial issue involving: - impingement. - failure of anti-rotation tabs. - polyethylene deformation. - patient factors such as female sex and higher activity levels.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. E1 initial reporter state: (B)(6). H3, h6: the product was not returned to j&j medtech orthopaedics; however photos were provided for review. The photo investigation revealed that the unknown hip acetabular liner has a portion of the rim fractured. In addition, based on the quality of the provided photo, the liner appears to have some anti-rotation device (ard) tabs sheared off and seems to be slightly deformed at the rim. Additionally, the femoral head presents metal transfer. Due to the observed conditions, it is reasonable to conclude that a disassociation event occurred between the liner and the cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unknown hip acetabular liner would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.